Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The final position of the valve post-deployment resulted in the posterior moving atrial and anterior side moving ventricular. Sl anchor heights looked good. Mild paravalvular leak (pvl) was observed at the location of the ICD lead. No immediate actions were taken or planned to treat the issue. There was no patient injury due to this event, and the patient was reported to be in stable condition. However, on post operative day (pod) 1, increased valve motion with no change in pvl grade on tee was reported. Subsequently, a valve in valve was performed in the afternoon of pod 1. Paravalvular leak persisted posteriorly, with mild residual rocking. However, placement of a valve in valve significantly improved the likelihood of the valve remaining seated within the annulus. Imaging issues were a constraint during the procedure. Leaflet capture was confirmed on each anchor during the anchor spin. However, the anchors were not positioned at the hinge points of the annulus prior to final valve release. Volume optimization was appropriately performed on the day of the procedure. The perceived root cause was low positioning on the anterior side, with one posterior anchor lacking capture near the ICD lead at the ps commissure. There was nothing to note with respect to patient conditions that impacted the sealing.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.